Event description:
It was reported via repair work order that the outer foot end cover was cracked exposing a sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.